Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump, filling issues. The arctic sun 5000 was evaluated. Filling issues were found during service. Mixing pump was replaced. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during the boot process a red screen appeared and error message "system failed to start" in an arctic sun device. Per sample evaluation results on (B)(6) 2023, it was reported that the arctic sun device had filling issues and missing screen protector. Per sample evaluation results on (B)(6) 2023, it was reported that the mixing pump filling issues.